Event description:
It was reported as a general comment that during unpacking of the unspecified nc trek balloon dilatation catheters (bdc), the protective sheaths were difficult to remove. The protective sheaths were eventually removed, and the nc trek bdcs were successfully used for the procedures. There were no reported adverse patient effects and no reported clinically significant delay in the procedures. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lots could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.